Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported ny a customer from USA: "nurse felt electric shock. (B)(6) called to state that one of the ac adapters, list# 16414-01 (tag on ac power cord fw7598m-us-10) that the prongs were bent and one broken off": unable to plug into pump. Still under 90 day warranty. Please send out ac power replacement. No issue with the sapphire device customer visually examined other power cords (have (B)(6)). Their concern is that it will continue to happen, and want all the cords replaced. Since these cords were sent in as replacements for the original cords (model number ue24wcp-100150spa "list number 16355-01) these cords were discarded. Kindly acknowledge that the nurse is ok? No nurse involvement. Please clarify from where did the nurse receive the electric shock, from the pins connected to the pump or from the pins connected to the wall outlet? No nurse involvement. Was there a disassembly of the adaptor? If so, please provide a photo of the damage. Small facility, and bio-med not on site for next few days "unable to provide."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "nurse felt electric shock"